Manufacturer narrative:
Upon disassembly for visual inspection it was found that the motor assembly and bearings were corroded.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.